Manufacturer narrative:
Software analysis completed. Archive was reviewed and provided no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. Reviewed archive multiple registrations performed on the patients however there are lot of tracepoints used in registration and 1.3 mm error metric. The patient was flexed and tilted in the scan with artifact. The quality of the model is also not good. The trace orientation was also not done. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. It was reported that no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy. It was reported that the site was having issues with accuracy during the case. They stated that they did ten registrations that all passed but when going into the software to verify there was inaccuracy; when they were on the temple of the patient it was noted to be on the eye. The surgical procedure proceeded but navigation was aborted. There was a reported delay of 20 minutes due to the issue. There was no impact on patient outcome. On 2019-dec-06 email received from rep providing patient information, length of surgical delay. On 2019-dec-06 additional information received stating that this was a scan issue. The patient was flexed and tilted in the scan with artifact. The site was using trace registration and the software was having a hard time placing the points correctly because of the scan. The points were sifted over. Technical services advised that if the site used the three dot method to tell the software where things were then they might have been successful. However, this method was not attempted. Technical services discussed with the site about the two different modes of registration and also advised about contacting technical services before aborting navigation. It was confirmed that the site had proceeded with the case and did get a good specimen. Technical services also discussed the same information with the surgeon involved.